Event description:
Country of complaint: (B)(6). Veterinarian case. Material has come unthreaded in a ewe uterus after a c-section. Animal died two days later.

Manufacturer narrative:
Eval on-going at OEM. Samples received: 1 cassette without solution, with approximately half of the initial thread inside. Also, received a part of the broken thread extracted from the animal (thread is broken, not at knots).